Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device related to an interventional splenic arterial stent procedure with a 7fr sheath. Prior to use, the device was wiped with saline. Reportedly, the white paint appeared to have come off surrounding the wire exit port. The location of the paint is unknown and it is unknown if any remained in the patient. The same device was still used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The delamination was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The peeling of the pad print at the guide wire exit notch is due to contact with the vessel wall during insertion, manipulation and removal of the device. The device has met biocompatibility requirements. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.